Event description:
Complaint description: the customer observed lower than expected vitros total b-hcg ii results for two different non-vitros biorad control fluid samples processed on a vitros 5600 integrated system. Biorad control level 2 generated bhcg ii results of 22.14, 20.45, and 20.86 miu/ml, compared to the target result of 31.0 miu/ml. Biorad control level 3 generated bhcg ii results of 455.92, 432.71, and 426.03 miu/ml, compared to the target result of 610.0 miu/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were not tested as the bhcg ii quality control results were outside of established ranges. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros total b-hcg ii results were obtained on for two different non-vitros biorad control fluid samples processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined; however, the most likely assignable cause is an analyzer related event caused by incubator contamination could not be ruled out as a contributing factor. Following a proper cleaning of the incubator, and running the system cleaning procedure using a vitros maint pack (routine maintenance procedures), acceptable vitros total b-hcg ii quality control results were obtained. There was no allegation of patient harm as a result of this event.